Manufacturer narrative:
Investigation is ongoing. Device was not returned to manufacturer.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9600tfx 23mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 4 years, 1 month and 8 days. Through investigation it was found that approximately 3 years and 11 months post implant, echo revealed the 23mm sapien 3 valve had reduced leaflet excursion and severely increased mean gradient 74mmhg, ava 0.8cm2, consistent with stenosis. Approximately 2 months later, the 23mm sapien 3 was explanted. During the explant, the valve was found to be severely calcified. The patient was stable post procedure and was discharged on post operative day 15.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for calcification was confirmed based on medical record. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcification degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. As reported, 'a 9600tfx 23mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant' and 'the explanted valve was found to be severely calcified with svd'. Per medical record review, patient had history of diabetes and hyperlipidemia. It is well known that patients with diabetes are predisposed to bioprosthetic heart valve calcification. Hyperlipidemia is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis with thickened leaflets. As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the reported event. The technical summary is applicable to this complaint because patient conditions likely contributed to valve calcification. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.